Manufacturer narrative:
The reported meter and strips have been returned and investigated. Visual inspection has been performed and no issues were observed. The meter powered on with button depression and with insertion of strip. Performed control solution test and all results were satisfactory. No malfunction or product deficiency was identified.

Event description:
Customer reported that on (B)(6) 2020, he received unspecified high readings on his adc blood glucose meter. Customer further reported he ¿was in a state of delirium, nothing was right, collapsed and subsequently lost consciousness. Customer was rushed to hospital where a laboratory reading of 24 mg/dl was obtained. Customer was administered a shot of "lantus" to control his glucose level. It should be noted that the treatment reported is not consistent with the laboratory reading. Customer was hospitalized until (B)(6) 2020 due to low sugar level. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2020, he received unspecified high readings on his adc blood glucose meter. Customer further reported he ¿was in a state of delirium, nothing was right, collapsed and subsequently lost consciousness. Customer was rushed to hospital where a laboratory reading of 24 mg/dl was obtained. Customer was administered a shot of "lantus" to control his glucose level. It should be noted that the treatment reported is not consistent with the laboratory reading. Customer was hospitalized until (B)(6) 2020 due to low sugar level. There was no report of death or permanent injury associated with this event.